Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the jaws of the maryland bipolar forceps instrument would not close properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side to side/vertical misalignment of the grips preventing it from closing properly as reported by the customer. Additional finding found unrelated to the reported complaint included: during visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.